Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
D4 (lot #, primary UDI number) and h4 (device manufacture date) were updated due to new information received.

Manufacturer narrative:
D1 (brand name) has been updated. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. The optical sensor system error at case start was caused by an air gap.

Event description:
A 64 year old male was treated for an acute myocardial infarction with cardiogenic shock. An impella cp was placed. During preparation, when initially plugging the impella catheter into the aic, an optical sensor system error appeared. On a second attempt, the aic prompted to switch to a backup controller. The impella catheter was plugged into the backup aic and started without issue. Under an overshooting anticoagulation, bleeding from the groin required manual pressure, placement of a femstop device and re-suturing of the repositioning sheath. Following a day of support, the patient was successfully weaned and the impella cp removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.